Event description:
A physician reportd a pt who was originally skin tested on 12/4/1998 and on 12/18/1998; both with negative results. On 1/8/1999, the pt was treated in the upper and lower vermilion borders, nasolabial folds, oral commissures and galabella. On 1/11/1999 the pt called the physician to report faint erythema at the nasolabial treated sites only. Topical desowen lotion was prescribed. On 1/20/1999. The pt presented with persistent erythema at the nasolabials and slight erythema at the glabella. The pt also noted nocturnal swelling at the treatment sites. The physician diagnosed hypersensitivity and injected intralesional celestone and kenalog solution at the symptomatic sites. On 1/22/1999, the pt came in for a derma-peel but did not see the physician. On 2/9/1999, the physician noted erythema, burning, swelling at all the treatment sites. The pt continued to have swelling of the sites at night. On 2/9/1999, the pt noted both test sites had become red and swollen, thr right more that the left. The physician injected intralesional celestone and kenalong and prescribed topical westcort ointment and oral prednisone.